Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring insulin flow block alarms. The customer stated the canal was not bent or kinked. Troubleshooting was provided to the insulin flow block alarm. The customer tried different cannula lengths as well. The customer had tried all remedies. No harm requiring medical intervention. The insulin pump will be returned for analysis.